Manufacturer narrative:
(B)(4). Product surveillance spoke with peritoneal dialysis nurse (pdn) on (B)(6) 2010, who verified there was no patient injury or medical intervention associated with this incident. The pdn confirmed the hp is educated on the proper therapy procedures. This complaint for the system error 2240 (air in line) that occurred during dwell 1 of 5 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was not provided; therefore, a batch review cannot be conducted. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Event description:
A customer contacted (B)(6) to report a system error (se) 2240 alarm (indicating air in the set) on the homechoice (hc) machine during dwell 1 of 5. The home patient (hp) was connected at the time of the alarm and the cause of the alarm was undetermined. The hp would restart therapy with new supplies. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.